Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the surgeon fired a sureform 60 stapler instrument with a blue sureform 60 reload on the third fire of making the sleeve and the stomach tissue was damaged. The procedure was converted to traditional laparoscopy to resolve the event. An intuitive surgical inc. (Isi) bariatric sales manager (bsm) was contacted and additional information was obtained about the complaint: the bsm was present during this procedure and observed the reported event. The bsm stated that this event appeared to be a tissue push event. The sureform 60 stapler instrument was firing a blue stapler reload with ethicon buttress material. While firing this reload, there was a pause for compression, then the tissue started to bunch and a ¿tissue too thick to continue¿ message was received. The surgeon unclamped the stapler instrument and inspected the staple line. The surgeon noticed a small tear on the inside of the staple line upon evaluation and decided to convert the procedure to traditional laparoscopy. The stapler had completed the first half of the staple line without issue, then this event was experienced around the halfway mark. The bsm stayed in the room while the procedure was continued laparoscopically. The surgeon used a hand-held laparoscopic stapler instrument (a 3rd party product) to staple around and remove the pushed tissue and malformed staple line. Isi has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Isi requested the customer return the blue sureform 60 reload used during this event; however, the product has not been received. A follow-up MDR will be submitted if additional information is obtained. The stapler logs for this event were reviewed by an isi failure analysis engineer (fae): the logs show stapler sureform 60 stapler instrument (part #480460-09, lot #l13220815-0426) was installed 3 times on arm #1, and fired 3 reloads (1 black, 1 green, and 1 blue in that order). On install #1, clamping and firing was completed with 1 pause for compression. On install #2, the system failed to detect the reload color and the user manually selected the green reload surgeon console touchpad. Clamping and firing was completed with no pauses for compression. On install #3, the completed clamp was followed by a firing failure at around 55% completion, after a duration of about 45 seconds. Max torque during the fire was higher than normal. There were no stapler related errors in the logs for this procedure. A system log review was performed for this procedure: no relevant errors were observed during this procedure. A isi clinical development engineer (cde) reviewed a video provided of this event: per the cde, in the video, the sureform 60 stapler instrument is seen with a blue reload and buttress material being used to extend a staple line on the stomach. During the firing sequence, there were pauses for compression and minor tissue movement noted. After the "tissue too thick" message, the surgeon unclamped and removed the stapler from the patient. Malformed staples at the distal end of the staple line and minor oozing were observed. The surgeon used a fenestrated bipolar forceps (fbf) instrument and a monopolar curved scissors (mcs) instrument (without a mcs tip cover accessory, but not connected to energy) to cut away the buttress and remove the malformed staples. Tissue injury was observed on the retained side of the staple line. The video ended before the injury was addressed. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the surgeon fired a sureform 60 stapler instrument with a blue sureform 60 reload and the target tissue was damaged. The surgeon converted the procedure to traditional laparoscopy to resolve the complication.